Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed. (B)(6).

Event description:
The customer reported a ventilator with a blank display. This event did not occur during clinical use. No patient involvement / harm.